Event description:
The sales representative received call this morning from (B)(6) that in-situ cutter was damaged. Upon inspection of unit the screw at the cutting junction is fractured/cracked. No adverse consequences or associated procedure.

Manufacturer narrative:
Investigation in progress but not yet complete.

Manufacturer narrative:
The reported event could not be confirmed as the product was not returned for investigation. Therefore, a metallurgical examination could not be performed. Previous investigations show that in most of the cases the reported failure mode could be attributed to insufficient/inappropriate cleaning and/or sterilization procedures, leading to the appearance of rust and corrosion. As a result the affected components were weakened over time eventually leading to breakages. Based on statistical evaluation there is no indication for any systematic design, material or manufacturing related issue. If the product will be returned at a later date a thorough investigation will be performed, the complaint will be reopened and the result revised.

Event description:
The sales representative received call this morning from spd that in-situ cutter was damaged. Upon inspection of unit the screw at the cutting junction is fractured/cracked. No adverse consequences or associated procedure.